Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle leaked during use once locked in. The following information was provided by the initial reporter: "I have had multiple issues with the 3ml eclipse bd luer-lok leaking when they are locked in."

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle leaked during use once locked in. The following information was provided by the initial reporter: "I have had multiple issues with the 3ml eclipse bd luer-lok leaking when they are locked in."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-aug-2022 h6: investigation summary one sample in open packaging was received by our quality team for evaluation. The sample was subjected to leakage testing and passed with no leakage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10